Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material found that the storage specifications are documented and a material certificate is required with each lot. A clinical review states that it is unknown if the implantable broken thread of the twinfix suture was left secure, consequently, micro-motion/and or migration, the potential risk for tissue inflammation and/or pain from the broken thread cannot be ruled out. No further complications were reported. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the thread of the twinfix suture broke when the surgeon was tying the knot. The anchor remained inside the patient's bone and an additional bone hole was drilled. The procedure was completed with non-significant delay using a smith and nephew back up devices. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).